Event description:
The patient received two leads with the same lot number. It was reported the patient has suffered multiple falls and reportedly has encountered impedance issues. Surgical intervention was undertaken, explanting the right lead. The left lead was left in situ. Postoperative reprogramming achieved effective therapy on one side of the body.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.